Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery while changing the infusion set and she had to change the set 5 times. Blood glucose value is unknown. The customer was advised that the alarms may have been caused by a connection issue between the infusion set and reservoir. She declined troubleshooting and stated there hasn't been more than 1 motor error in the last 30 days. She was advised to monitor the device and call back if alarm occurs again. The insulin pump was not replaced or returned for analysis.